Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision was needed to remove a creo threaded screw head that popped off a screw shank on a unilateral iliac s2ai construct from t10 - s2. It was reported a second revision surgery was needed to replace the s1 screws that were loosening and to add bilateral s2ai creo preferred angle screws for additional fixation. Post-op x-ray images that were provided of the revision surgery showed little to no rod over-hang on the right s2ai screw. A minimum of 5mm is recommended per the technique guide. It was reported that the rod had slipped out of the creo preferred angle screw that was place on the right side. A revision surgery has not been scheduled. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to remove creo hardware post operatively.